Manufacturer narrative:
The following fields have been updated with additional information: d4. Medical device expiration date: 31-may-2026 d5. Medical device lot - 4145812 d5. Unique identifier (UDI): (B)(4). H4. Device manufacture date: 24-may-2025 investigation summary - bd had not received any samples for investigation. A total of 10 retained samples were used to perform functional tests, and no issues with retracted IV cannulas or retraction were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: pre-activation during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using three (3) bd vacutainer® push button blood collection set, the needle would retract either halfway while taking blood or no blood at all. No patient or user impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using three (3) bd vacutainer® push button blood collection set, the needle would retract either halfway while taking blood or no blood at all. No patient or user impact reported.